Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient fell in (B)(6) 2017 and hit his head. Patient's hearing performance with the device is affected since the accident.

Manufacturer narrative:
(Exemption number e2015033). Additional information: in situ measurements are indicative of a functional device with the exception of two electrode channels which are involved in a short circuit. The cause for the observed short circuit could not be determined. An impact to the contralateral side is reported, but received in situ measurements show the short circuit to be present already before the reported impact. The recipient was reprogrammed and reported improvement. Additionally, in situ measurements performed in (B)(6)2017 are likely indicative of a transient air pocket over the reference electrode. However, the issue has resolved. The concerned device remains implanted and in use.

Event description:
Recipient fell in (B)(6)2017 and hit the head on the contra-lateral side. Recipient_s wife reported that it seemed the device was not working over the past months after the fall; however, the user never performed well with the device, for unknown reasons. The recipient was reprogrammed and reported that the sound was better. Audiologist recommended aural rehabilitation. The recipient will be monitored, but as of (B)(6)2017, has not been seen again.